Manufacturer narrative:
Other devices used: catalog #620108913 natural-knee ii system durasul, congruent tibial insert, lot #1569564. Evaluation summary: revision was due to improper sizing and/or improper soft tissue balancing. Cause of the revision surgery appears to be related to the surgical technique. Evaluation: tibial insert exhibits what appears to be eminence on the center portion of the superior side. The condyles and inferior side exhibit minimal wear. The baseplate also exhibits minimal wear. Device history records indicate manufacture to specifications.

Event description:
It is reported that the devices were implanted in 2004. Post-op, in 2007, the size 0 tibial component was replaced with a size 1 component and the congruent articulating surface was replaced with an ultracongruent tibial articulating surface due to pain and hyperextension.